Event description:
Info received indicates the siderail latch cover is bent, preventing the latch from locking.

Manufacturer narrative:
The technician straightened the siderail latch cover to repair the bed.